Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). (B)(6) 2023. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported that it was suspected impingement and hence wanted to remove and replace the acetabular cup.

Manufacturer narrative:
Procedure: acetabular revision. Acetabular cup and liner removed and replaced due to patient suffering ongoing pain from a primary summit pinnacle hip replacement first implanted in (B)(6) 2014. Surgeon reported that it was suspected impingement and hence wanted to remove and replace the acetabular cup. There was no reported problem with the implants. Patient initials: (B)(6). Gender: male. Products discarded. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.